Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Patient reported the infusion device displayed an unknown error message and started to beep and vibrate on (B)(6) 2013. She thought the display read "version 2." She removed and reinserted the battery and was unable to clear the error message by pressing the check button. She began to deliver insulin via pen, and the alleged infusion device was requested for evaluation. She did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
The complaint can be verified. The pump only shows the word "version" during startup. No error or warning with this wording exists. E7910 errors were found in the history, and the pump triggers the e7910 during startup of the pump. The eeprom (memory module) is defective and the pump correctly triggered the e7910. The buttons meet the specifications.